Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
User facility mandatory medwatch received that stated: "safeset tubing cracked above transducer of patient's left femoral sheath. Syringes were hanging down. No clamps on set-up available. When nurse attempted to withdraw using a syringe, blood and heparin came out of the cracked tubing. Sites (pt had bilateral femoral sheaths) were to be discontinued and were. Pt suffered no ill effects. The tubing was not retained."upon further query the following info was provided that indicated a leak below the transducer; subsequently, blood loss was noted. The customer contact reported that while the nurse was withdrawing blood into the safeset reservoir, 10-15ml of blood leaked from a crack at an unspecified location below the transducer. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.